Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was separation of shield and stopper. The following information was provided by the initial reporter: stage: after opening the packaging in the outpatient blood collection room defect: separation of shield and stopper.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Additionally, the customer sample along with retention samples from bd inventory, were visually evaluated. The customer sample was visual inspected for improper assembly (improper stopper placement). 1of 1 samples failed. 30 retention samples were visual inspected for improper assembly (improper stopper placement). 0 of 30 samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is able to confirm the customer¿s reported defect of improper assembly (improper stopper placement) from customer sample testing and photo provided. Retention sample testing was satisfactory. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-02

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was separation of shield and stopper. The following information was provided by the initial reporter: stage: after opening the packaging in the outpatient blood collection room. Defect: separation of shield and stopper.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.